Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of not being able to push insulin into tubing while priming. Customer no longer needed assistance as she was able to get insulin into tubing. No further information provided.